Event description:
Baxter product surveillance (bps) spoke with the home patient (hp) on (B)(6) 2012 regarding an unrelated event. The hp also stated that he had a check lines and bags alarm on (B)(6) 2012 where he noticed that the yellow bag did not allow good solution flow. The hp ended up closing the clamp on the line, removing the bad bag, and attaching a new bag. The hp then connected back up to the setup. Bps informed the patient to start over with all new supplies when this occurs and reviewed proper procedures. Since then, therapy has been going well and there were no adverse events reported in relation to this event. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.